Event description:
It was reported that the pt had an infection. There was redness at the pocket site and wound irritation. The device was explanted and the pt recovered without sequela.

Manufacturer narrative:
(B)(4). The implantable neurostimulator (ins) and leads have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete. Reason for late MDR due to implementation of process improvement.